Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a high capture threshold and climbing pacing impedance. The right ventricular lead was capped and replaced on 8 feb 2023. The patient was in stable condition.